Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. A device history record review was performed and revealed no issues that could have caused or contributed to the reported problem. A visual inspection was performed and a broken door cover and no backlight were observed. The issue of broken door cover, backlight were replaced. An event history was performed and there were no keystrokes, programming, or use related events that would indicate and/or contribute to the problem. There was no non-conforming product identified during evaluation that was related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was not reported. It was unknown if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.